Event description:
Information reported by patient via maude event report (B)(4): on (B)(6) 2009 -- the patient underwent ventral hernia repair with ventralex mesh implant. On (B)(6) 2012 -- the patient developed fever and chills which persisted and was admitted to the hospital. The patient was diagnosed with abdominal wall cellulitis and treated with IV antibiotics followed by oral antibiotic therapy. The patient reported has must take the antibiotics for three months. The patient reports the infectious disease doctor felt the cellulitis was related to the mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. It was reported that the patient developed abdominal wall cellulitis three years after implant of a ventralex mesh. The patient was treated with antibiotics. The mesh remains implanted. The patient said that an infectious disease doctor felt the cellulitis was related to the mesh. However, no medical records, including operative reports, culture reports, or follow-up consultations, have been provided. While there is no indication that the mesh was the source of an infection, the IFU states: "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A manufacturing review that included review of sterility records did not find any discrepancies. We have contacted the initial reporter to obtain additional information. If additional information is provided, a supplemental MDR will be submitted.